Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 22-23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a large volume folfusor during infusion. The device contained morphine (volume of 250cc) in 0.9% ssf. After the expected therapy time was completed, it was observed that the content of the folfusor was practically the same (no difference was noticeable in the volume of the medication dose which indicated that there was no flow of medication during the therapy). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.